Event description:
Date of event: (B)(6) 2012. According to the information received, a balloon catheter would not deflate. The physician tried cutting the catheter and also tried using a guidewire to pop the balloon without success. The catheter was pulled out inflated which caused bleeding.

Event description:
Date of event: best estimate (B)(6) 2012. According to the information received, a balloon catheter would not deflate. The physician tried cutting the catheter and also tried using a guidewire to pop the balloon without success. The catheter was pulled out inflated which caused bleeding.

Manufacturer narrative:
A sample has not been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available, a follow up report will be filed.

Manufacturer narrative:
A sample has not been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available, a follow up report will be filed. Follow up #1 based upon the investigation finding, malfunction of the product could have been due to crystalization of inappropriate fluids used in the inflation of the balloon, such as normal saline as claimed in the customer letter. Per the IFU under "warning" clearly indicates that the catheter balloon should be filled with sterile water only. The product was received with the inflation funnel was cut off at the elbow and the balloon remained intact. The product was closely examined. No sign of visual defect could be observed. Attempts to inflate the balloon with 20 cc of air via a luer tip inserted into the remaining portion of the inflation tunnel was not possible. The remaining part of the inflation tunnel was cut off and viewed under magnification. It was observed that a crystal like substance was found adhered to the inflation funnel junction. This was further confirmed when the inflation funnel junction was cut open and examined. It was observed that the crystal like substance adhered to the "y" site of the inflation funnel junction. The entire length of the inflation lumen of the catheter shaft was cut opened and examined. It was observed that a crystal like substance was also observed in the inflation lumen. The balloon sleeve was removed and it was observed that the crystal like substance was also adhered at the inflation hole of the balloon section.